Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped because the impedance was greater than 2000 and there was failure to capture. Should additional information become available this file will be updated.